Manufacturer narrative:
During inspection and testing, service observed intermittent loss of the image. A review of the device history record found no deviations that could have caused or contributed to the intermittent loss of image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the intermittent loss of the image was due to a failure of the printed circuit board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service observed intermittent loss of the image. This report is being submitted for the malfunction found during evaluation (intermittent loss of image). There was no harm or user injury reported due to the event.